Event description:
Hp felt chest pain during dwell 6 of 7 while using the homechoice pro cycler for apd therapy. The hp's family member contacted baxter operational support for assistance in placing the hp into a manual drain and discontinuing therapy early. 700mls of the hp's programmed fill volume of 1200mls was manually drained in order to leave a residual volume of 500mls, which is the volume of fluid the hp normally has in their peritoneum during the day. After discontinuing therapy, the hp was taken to the ER. Follow up with the hp's healthcare professional (hcp) reveals that x-rays taken at the ER confirmed esophageal reflux and the hp was given a prescription for nexium. According to the hcp, the hp has had peg feeding tube inserted in their stomach for years. As they were born with a low birth weight and no appetite. Hcp relates that the hp was not admitted to the hosp and is currently seeing a gastroenterologist for their gi issues.